Event description:
Caller reported cgm error. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by cts through a pump reset, which resolved the issue, allowing a new cgm session to be started successfully.